Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes and auto mode switch episodes were observed due to competitive atrial pacing. Programming changes were made. The patient was asymptomatic and stable.